Event description:
A report was received 10/31/2002 that a doctor had implanted a memorylens in a patient's left eye in 2000, which lens has opacified. The lens has not been explanted, but the doctor has performed a yag capsulotomy in 2002. The patient's visual acuity at exam 3 days later was 20/40 os. The doctor's prognosis for the patient was listed as "excellent" and he noted that the patient's condition was stable.